Manufacturer narrative:
[(B)(4)].

Event description:
Reportedly, a pacemaker replacement procedure was performed on (B)(6) 2017 after normal battery depletion. The vdd lead already in place was tested by a pacing system analyzer. Electrical performances were within normal range and the lead was connected to the subject pacemaker. After ensuring that each connector pin was protruding from the distal connector block, the setscrews were tightened. Then, a pull test confirmed proper connections of the lead. Ventricular pacing was confirmed in vdd mode. After the replacement procedure, the pacemaker was interrogated, showing electrical performances within normal range. A few hours later, another check was performed as ventricular pacing failure was suspected. Upon interrogation, ventricular oversensing was observed and the pacing mode was reprogrammed from vdd 50 min-1 to vvt 60 min-1. During the next scheduled follow-up on (B)(6) 2017, episodes of ventricular noise oversensing were observed in the pacemaker memory. Lead electrical performances were normal. Intermittent ventricular pacing failure was reportedly observed during r-wave amplitude measurement in vvi mode at 30 min-1. Isometric tests were performed while an ECG was recorded, showing no ventricular oversensing. The noise was reproduced when the patient raised or rotated the right arm, but not while moving the left arm. The ventricular sensitivity threshold was reprogrammed from 2 mv to 4 mv at the end of the follow-up. Preliminary analysis confirmed the reported event. The observed noise is most probably due to a lead issue and/or a lead-pacemaker connection issue. The lead is an atrioventricular lead, which could explain the presence of an issue at both atrial and ventricular sides.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, a pacemaker replacement procedure was performed on (B)(6) 2017 after normal battery depletion. The vdd lead already in place was tested by a pacing system analyzer. Electrical performances were within normal range and the lead was connected to the subject pacemaker. After ensuring that each connector pin was protruding from the distal connector block, the set screws were tightened. Then, a pull test confirmed proper connections of the lead. Ventricular pacing was confirmed in vdd mode. After the replacement procedure, the pacemaker was interrogated, showing electrical performances within normal range. A few hours later, another check was performed as ventricular pacing failure was suspected. Upon interrogation, ventricular oversensing was observed and the pacing mode was reprogrammed from vdd 50 min-1 to vvt 60 min-1. During the next scheduled follow-up on (B)(6) 2017, episodes of ventricular noise oversensing were observed in the pacemaker memory. Lead electrical performances were normal. Intermittent ventricular pacing failure was reportedly observed during r-wave amplitude measurement in vvi mode at 30 min-1. Isometric tests were performed while an ECG was recorded, showing no ventricular oversensing. The noise was reproduced when the patient raised or rotated the right arm, but not while moving the left arm. The ventricular sensitivity threshold was reprogrammed from 2 mv to 4 mv at the end of the follow-up. Preliminary analysis confirmed the reported event. The observed noise is most probably due to a lead issue and/or a lead-pacemaker connection issue. The lead is an atrioventricular lead, which could explain the presence of an issue at both atrial and ventricular sides.